Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo shows the product inside the bag; however, it is not possible to identify any defect in the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a solution set was broken which resulted in a fluid leak. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.